Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height drawer 4.1 was failed and all cubies were not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie drawer was failed. A field service engineer resolved cubie connectivity issue on half height drawer 4.1 by reseating cables and cleaning cubie trays. Hardware test application used to release cubies. Drawer board tested good with multimeter. No further issues found. The system functioned as intended after the field service engineer repaired the device.